Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 days following the valve implant procedure a diagnostic electrocardiogram (ECG) identified atrial flutter with a predominant 4:1 atrioventricular block. Unspecified medication was provided. Patient symptoms were not reported. The physician indicated the event was causal to the transcatheter valve. The event was unresolved.

Event description:
It was reported that approximately 9 days following the valve implant procedure a diagnostic electrocardiogram (ECG) identified atrial flutter with a predominant 4:1 atrioventricular block. Unspecified medication was provided. Patient symptoms were not reported. The physician indicated the event was causal to the transcatheter valve. The event was unresolved. Additional information was received to report the previously mentioned medication had referred to the patient restarting a beta-blocker medication after being held for the index procedure.

Manufacturer narrative:
Additional information received showed there was no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; serial #; full UDI # h4. Device mfg date h6. Additional codes. Let this report show the annex f code for medication required was removed as it was a previously prescribed medication that was stopped for the procedure and restarted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Eval code conclusion was added. Conclusion: as the event reported an adverse event in a procedure involving a medtronic device an investigation was required. As the device remained in the patient at the time this investigation was completed, no return product analysis was able to be performed. The reported event is unconfirmed. There was no information to indicate that the event is potentially related to a manufacturing issue. Therefore, no review of the device history record is required. The device instructions for use (IFU) lists conduction disturbance as a potential risk associated with the treatment procedures. There was no identified inadequacy with the IFU in relation to this event. This event will continue to be monitored and trended. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. Conduction disturbances such as atrioventricular block are known potential adverse effects and can be resolved with the implant of a pacemaker. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical co nsiderations. With the limited information available, a conclusive cause of this conduction disturbance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 days following the valve implant procedure a diagnostic electrocardiogram (ECG) identified atrial flutter with a predominant 4:1 atrioventricular block. Unspecified medication was provided. Patient symptoms were not reported. The physician indicated the event was causal to the transcatheter valve. The event was unresolved. Additional information was received to report the previously mentioned medication had referred to the patient restarting a beta-blocker medication after being held for the index procedure.